Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-05911. It was reported that patient was experiencing pocket heating while charging ipg and ipg was turning on and off by itself. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein ipg was explanted and replaced to address the issue.